Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for detecting electromagnetic interference (emi) noise showing 60 hertz cyle with a lead integrity alert (lia). The device interrogated high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device remains in use. No patient complications have been reported as a result of this event.